Event description:
It was reported that during an unk procedure that 6 days after procedure patient returned with abdominal pain and dr discovered staples were present, well formed on medial, lateral inferior and posterior aspects, with 2 visible staple lines however interior aspect demonstrated absence of staples results complete opening on the anastomosis. There is adverse impact on patient/user reported.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what were the indications for surgery? Gunshot wound- right colon into the abdomen with exit wound in the gluteus what surgical procedure was performed? Rectus myectomy with primary anastomosis did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Fire by a pgy-4 resident experience- has done many colorectal anastomoses with stapler where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unable to confirm exactly but typically middle is used did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was a purse string device used or a triple firing technique used? No purse string device and no triple fire technique used. No crossing staples on the anastomosis. Were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green checkmark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full revolutions (usual) was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes- looked great were there any issues noted with staple formation? If so, please describe the shape and location. No how was the leak identified? No leak- inflated the colon and did not identify any leaks at the time. What is the current status of the patient? Patient is doing well right now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.